Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em 2400 main module had a damaged kickstand; one (1) kickstand was stuck while the other was loose. This was identified during an unspecified process step in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there were worn rubber feet and a stuck kickstand. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was likely normal wear and tear of moving the unit around for setup and or teardowns and the rubber feet deteriorated over time. To resolve this issue, the kickstand base was lubricated, and the kickstand functioned normally. Also, the rubber bumper was replaced during the refurbishment process. Should additional relevant information become available, a supplemental report will be submitted.